Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient enrolled in a clinical study underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent manipulation due to arthrofibrosis on (B)(6) 2004.